Event description:
Procedure: blunt trauma to the abdomen - reportedly, the surgeon attempted to fire the stapler, it was closed on tissue, the trigger was squeezed, and then the bowel was transected by the surgeon. When stapler was released it was observed that no staples had fired. The surgeon immediately used suture to closed the bowel. However, bowel contents spilled into abdominal cavity. The patient is stable but running a temperature.